Event description:
It was reported that the patient experienced inadequate stimulation due to the spinal cord stimulator (scs) paddle lead had migrated. The patient underwent a scs paddle lead replacement procedure, was doing well postoperatively and the explanted device was disposed by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware.